Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. A call placed to technical services on 5/9/201 3 states patient seen yesterday by dr. (B)(6) and is considering a pocket revision on this patient with a st. Jude medical rv lead. Patient is quite thin and although lead is not protruding it is a source of potential irritation. The physician was dr. (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)